Event description:
It was reported that the patient was implanted with a composix kugel patch in 2002 to repair an incisional hernia from a previous bladder surgery and shortly after the patient suffered an infection.